Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The same day the patient was treated with intraperitoneal fortaz daily, ongoing (dose not reported). The peritonitis was manifested by cloudy effluent and stomach ache. The cause of the peritonitis was unknown. Dianeal therapy was ongoing. At the time of this report the patient was recovering from this peritonitis event. No additional information is available. This is report 1 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Brand name: the reported product is an unknown baxter transfer set. The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).